Event description:
An eye care professional reported that a female patient experienced a corneal abscess (5mm), right eye, which required amniotic membrane transplant associated with wear of focus monthly visitint lenses and use of amo complete moisture plus lens care solution. First graft occurred in 2007. Intense antibiotic therapy prescribed. Second graft occurred two months later. Corneal sampling (stroma) performed in beginning of 2007, positive for staphylo epidermis. Patient is on continued surveillance. Pre-event acuity reported as 10/10, right eye. Current acuity unknown. Several requests have been made for additional information, however, no further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a probable infectious corneal ulcer." The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.